Event description:
On or about (B)(6) 2009, dr. (B)(6), a spine surgeon at (B)(6) conducted a bilateral c4-5, c5-6, c6-7 foraminotomy, c4-5, c5-6, c6-7 acfd with infuse bone graft in combination with cornerstone sr allograft spacer and atlantic anterior cervical plate. The surgeon indicates in op notes, he filled the allograft spacers with 10mg of rhbmp-2 per level. Patient developed acute postoperative complications over the next 18 months, including, not no limited to worsening of pre-operative complications, which required revision surgery consisting of 3 level laminectomy to address cord compression that was performed by dr (B)(6). Patient's condition continued to worsen post-operatively requiring (B)(6) 2011 posterior revision for 2 additional fusions at c3 and t1 and one week later, repositioning of screws on the anterior plate. Most current CT scans reveal "c3-4: mild left uncovertebral joint disease....mild left foramina stenosis; c4-5: moderate right uncovertebral joint disease, moderate right foramina stenosis; c5-6: mild right uncovertebral joint disease, mild right foramina stenosis (these findings are likely resultant from bmp-induced osteophyte projections). Both drs(B)(6) are/were paid medtronic consultants. Dr (B)(6) was forced to resign from his position after reports in the (B)(6) of certain falsities concerning studies that he authored favorable of infuse. Furthermore, patient was never informed of the july 2008 FDA "life-threatening" public notice regarding use of bmp in the cervical spine, nor was patient informed of the investigational/off-label nature of the procedure dr (B)(6) proposed prior to the implantation of devices. Patient's current disposition is he is in continual pain, surgical intervention is not recommended due to risk/benefit analysis.